Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during use of instruments inside the patient in a rotator cuff repair, the healicoil anchor failed on deployment and the threads peeled and fractured away from the center core upon insertion. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. This case reports the two healicoil anchors failed on deployment, both anchors¿ threads peeled and fractured away from the center core upon insertion. Based on the limited information provided, the clinical root cause of the reported failure cannot be determined. It is unknown if the healicoil general use instruction for use was adhered to. The IFU warns: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. According to the report, the procedure was completed with a s+n back-up device with a non-significant delay and no other complications were reported. Therefore, no further clinical assessment is warranted at this time. Should any additional relevant information be provided, this complaint would be re-assessed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.